Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the multi-link 8 coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a coronary procedure to treat a target lesion in the left circumflex artery. Pre-dilatation was performed using an unspecified 2.5 x 12 mm dilatation catheter. The 3.5 x 18 mm multilink 8 stent was deployed at 14 atmospheres (atm). A dissection occurred at the proximal end and was treated with implantation of a 3.0 x 15 mm multilink 8 stent. There was no adverse patient sequela. No additional information was provided.